Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing pacemaker mediated tachycardias. The patient also noted that the patient experienced chest tightness but it was suspected that it was due to the patient's coronary artery disease. No additional information was reported.